Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side no complaint against the device. Healthcare professional later reported "possible deflation." Device remains implanted.

Event description:
Healthcare professional reported, no complaint against the device for an unknown side. Healthcare professional, later reported, "possible rupture". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as surgical damage. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported unknown side "possible deflation". Device has been explanted.